Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received that there was lead damage was confirmed with diagnostic imaging, increased capture threshold, high pacing impedance, and crosstalk on the right atrial (ra) lead.

Event description:
Related manufacturer report number: 2017865-2023-73062. During an in clinic follow up, noise resulting in oversensing was observed on the right atrial (ra) and right ventricular (rv) lead. The ra and rv leads were capped and replaced to resolve the event. The patient was stable.